Event description:
A power-on-reset (por) condition was reported. No further information was provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).